Event description:
Litigation papers allege the patient suffers from pain, discomfort, the inability to function normally, elevated metal ion levels and a liver infection due to the elevated metal ion levels. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records were also received. Records noted a small posterior fracture in the neck. The complaint and associated mdrs were updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other reports against the (B)(4) product and lot code combinations for infection. The search found no other reported infections against the remainder of the provided product/lot code combinations. A review of the DHR (device history record) for product number (B)(4) lot number 2415995 found no anomalies. The irradiation cert shows the dose to be within allowable limits and no other anomalies were found. The investigation can draw no conclusion with the information provided. It is known, the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.